Event description:
The device has been explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The reported events are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade IV, seroma, "breast asymmetry in terms of volume, shape and texture of the breasts," "folds¿, ¿breast implant creases¿, ¿folds of the implants¿, ¿small intramammary lymph node at the union of the upper quadrants of the right breast¿, ¿at potential risk for anaplastic lymphoma in capsular tissue¿, and ¿inflammatory reactions¿.

Event description:
Healthcare professional reported right side ¿folds¿, ¿breast implant creases¿, ¿folds of the implants¿, ¿seroma¿, ¿traumatic seroma on the right with surgical drainage¿, ¿hardening and pain in the right breast, suggesting capsular contracture¿ baker grade IV, ¿small intramammary lymph node at the union of the upper quadrants of the right breast¿, ¿complaining of breast asymmetry in terms of volume, shape and texture of the breasts¿, ¿at potential risk for anaplastic lymphoma in capsular tissue¿, and ¿inflammatory reactions.¿ the device remains implanted.